Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female who underwent breast reconstruction revision with 800cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The capsular contracture on the left was baker grade iii. The capsular contracture on the right was baker grade ii. After experiencing a fall, the patient¿s breasts began to firm and ride higher. The left implant has rippling, palpability, and seems to be superior displaced. Magnetic resonance imaging was performed on revealed bilateral rupture. As a result, bilateral prosthesis replacement with 700cc mentor memorygel xtra breast implants was performed on (B)(6) 2022 the devices were found intact when explanted. See 1645337-2023-00285 for contralateral prosthesis report.